Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they received pump error 4 and pump error 15. The customer¿s blood glucose level was 148 mg/dl and 271 mg/dl. The customer received these alarms while bolusing. The insulin pump will not be returned for analysis.